Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope was foggy. A visual inspection was performed and showed the scope to have distal tip damage. This damage is caused by contact with another source. No manufacturing related defects were observed. No further investigation is required.

Event description:
It was reported that during a surgery the device was foggy. No patient injuries or delay reported. Back-up device was not available.